Event description:
The rotator broke during use with a micro catheter. No harm or injury was reported.

Manufacturer narrative:
Device eval conclusion: the suspect device has not been returned for eval/investigation. A follow-up report will be submitted when the eval is completed.